Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. A visual inspection was performed and it noted a crack on the rim of the minicap. Functional testing was performed and the device failed a leak test. The crack and leak was verified as the device did not meet product specifications related to this reported event. The cause of the crack and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was found to have a crack on one side of it during continuous ambulatory peritoneal dialysis therapy. The patient noticed yellow stains on their clothing from the iodine sponge inside the cap. After this, the patient carefully examined the cap and noticed a crack. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.